Event description:
Female pt underwent diagnostic angiography to assess status of cad. The left circumflex branch was 100% occluded with good collaterals. Following the procedure, the pt had the boomerang 56 closurewire placed through a 6f introducer sheath in the right femoral artery without problem. The device dwelled and removed without problem or evidence of bleeding in tissue tract. Following manual compression, while the right puncture site was being dressed, the pt had a vasovagal response. Atropine and fluids were given; pt responded; complaining of abdominal pain; foley catheter placed, bladder emptied and pain relieved. Subsequent lab sample drawn from open IV line showed hct of 8.9 (admitting hct 13.1); pt sent for doppler of right lower extremity - showed vessel patent and w/o problem; CT scan of right groin showed evidence of 4x8cm retroperitoneal hematoma. Pt remained in hosp for observation; subsequent hct levels of 11.7; 10.0; & 10.6. No blood products were given. Aspirin dose held for now. Pt discharged with slight tenderness in right groin.